Manufacturer narrative:
Event eval: still under investigation.

Event description:
A male pt underwent an evar procedure on (B)(6) 2013. The zenith flex aaa endovascular graft bifurcated main body was implanted, however, the valve leaked and the pt lost approx 200 cc of blood. Prior to the procedure, the pt's blood work was fine, therefore, the physician was not worried and further blood work was not done. The pt is doing fine. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.